Event description:
A customer saw discrepant results on a single pt sample for a vitros phyt assay run on a vitros 950 analyzer when compared to results obtained using the vitros phyt assay on a vitros 5, 1 fs analyzer. There was no allegation of misreported pt results and no report of harm to the pts. This report corresponds to ortho-clinical diagnostics, inc.

Manufacturer narrative:
A customer saw a discrepant but repeatable vitros phyt result from a single specimen that was run on a vitros 950 analyzer. The sample was assayed on a vitros 5,1 fs analyzer and lower repeatable results were obtained. The discrepant results were positively biased. Further investigation determined that the vitros phyt quality control results were also positively biased. The customer diluted the pt sample and recovered results matching the vitros 5, 1 fs analyzer results. Since qc results and the pt were positively biased, routine maintenance for the immuno wash system was suggested. The customer stated that maintenance procedures were due to be performed. The customer was advised to perform routine maintenance on the vitros 950 analyzer and to call back if unresolved. The customer did not call back so it is assumed that the maintenance has resolved the discrepant results and elevated qc. The root cause was believed to be instrument related and resolved by performing routine maintenance. No erroneous results were reported and there was no allegation of pt harm.